Event description:
It was reported that the micro sagittal saw ran without user activation during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, damaged bearings and corrosion in the motor assembly and press plug was discovered.